Manufacturer narrative:
Additional information was received and confirms the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 56-year-old male with cardiomyopathy and a pre-support clinical status consistent with scai shock stage c was initiated on mechanical circulatory support with two devices on (B)(6) 2026: an impella rp flex implanted via the right internal jugular vein using percutaneous venous access at 15:40, and an impella 5.5 implanted via the right axillary/subclavian artery using surgical arterial access at 14:40. A few hours after initiation of impella support, the patient was noted to have hemolysis, identified by tinged, foamy urine. Based on the information available at the time of reporting, the patient experienced hemolysis during ongoing impella rp flex and impella 5.5 support. The patient remained on support with no reported organ damage, and the relationship between the hemolysis and the impella devices could not be determined. The investigation remains open pending device return, data analysis, and additional clinical information. The patient remains on support at the time of reporting. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 component code g04105 changed to g07001. The investigation for hemolysis/patient-device interaction has been completed. The cause of hemolysis/patient-device interaction was most likely patient condition related since the clinical team confirmed hemolysis improved after fluid administration.